Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer tried to load a new cartridge, and the pump would not allow the customer to stop the fill tubing step of the load process. Additionally, the customer inadvertently delivered insulin to themselves after performing fill tubing while attached to the site. The customer reported a blood glucose level of 70 mg/dl, which was addressed by consuming food. Review of pump history with tandem technical support showed that the fill tubing step had not been stopped and the pump had alerted the customer to indicate that the tubing is still being filled. Reportedly, the customer may have forgotten to press "stop fill" on the pump. Additionally, the contact reported observing insulin leaking from the top of the cartridge. Upon further investigation, the contact stated that the leaking was actually due to drops of insulin from the syringe that had dropped onto the pump. During troubleshooting, to ensure that the pump was performing as intended, the contact successfully went through the load process with no problems, and the customer resumed insulin delivery.